Manufacturer narrative:
(B)(4).the customer reported 1 minicap that has iodized foam out of the top. The defect was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is a product not distributed in the us and does not have a 510 number.

Event description:
The customer reported 1 minicap that has iodized foam out of the top. There was no patient involved.